Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of her husband alleging that a one touch ultra meter was reading inaccurately high. The patient reportedly manages his diabetes with humulin-n insulin, humalin-regular insulin, and glipizide. The reporter indicated that the alleged issue started on an unspecified date/time in (B)(6) 2005. The reporter mentioned that the device and testing supplies have since been discarded. However, the reporter claimed that the patient had gotten "hi results." Due to the alleged issue the patient reportedly took an increased dose of humalin-regular insulin. About 30 minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of clamminess, slurring, dizziness, and being almost comatose. Around noon that day, the patient's blood glucose was tested on an emergency medical services (ems) meter and a result of "30 mg/dl" was obtained. The patient was treated by the ems with food and/or drink(s). The reporter did not have the meter or testing supplies for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia and received ems treatment after the alleged issue began.

Manufacturer narrative:
A 510 (k) # is k062195.